Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that that the body was detached at 38,2cm from distal to proximal. Memory testing confirmed the coefficient values to be programmed.

Event description:
Reportable based on device analysis completed on 21jan2026. It was reported there was a blank screen once comet wire was connected. An fg comet ii was selected for treatment. During the procedure, it was noted that a blank screen was observed once the comet was connected. The procedure was completed with an alternative device. There was no patient complications reported. However, device analysis revealed that the body was detached 38.2cm from distal to proximal.